Event description:
While performing onsite service for the device, an authorized field service engineer (fse) discovered that the co2 would not pass calibration. There was no reported patient involvement.